Manufacturer narrative:
(B)(4). Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out and the jaws were noted to be yielded. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as to the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported the device could not fire normally. Another device was used to complete the case. There was no adverse consequence to the patient.